Event description:
It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. A 30mm watchman laa closure device was successfully implanted. The procedure was completed and the patient was discharged. The morning after the procedure, the patient experienced chest pain. A transthoracic echocardiogram was performed and revealed a pericardial effusion. The effusion did not require intervention. There were no further patient complications and the patient was discharged again the following morning in good condition.